Event description:
Reporter indicated that a vns pt experienced severe seizures that required hospitalization. Diagnostic testing revealed that the pt had high lead impedance. The pt is currently being considered for brain resection surgery, and if that does not occur, then revision surgery is likely. Good faith attempts for add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.